Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there was an issue involving cat heter array inversion and product damage. During manipulation in the right inferior pulmonary vein, the physician attempted to orient the catheter with significant sheath deflection and torque. Despite the guidewire being outside the distal tip and leading the arr ay, only a few millimeters were extended at times when trying to seed a branch of the inferior vein. After persistent effort, resistance was noticed when advancing or retracting the guidewire. Two more pulse applications were completed before the catheter was removed from the body, revealing an inverted catheter array and a kink on the distal end of the catheter shaft. The inversion was corrected, but the kink remained visible. The case was completed successfully without complications, and the pulseselect catheter was no longer needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files containing an image were returned and analyzed. The returned image showed a catheter with array extended and kinked guide wire lumen distal end. In conclusion, the reported inverted array and shaft kink could not be confirmed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.